Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor . Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and insulin squirted out during priming. The customer¿s blood glucose level was 343 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.